Manufacturer narrative:
The devices associated with this report were not returned. Provided information states the x-rays were reviewed and appeared to show the cup was loose and malpositioned. It also states it appears the liner was inserted incorrectly because the cup had significant wear on the inside rim from the hip ball articulating on it. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain, metallosis, metal wear and debris, and a loose, malpositioned cup. Also, the metal liner was not in the correct position and had significant wear on the inside rim from the head articulating on it.